Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
This is the third of three reports (same pt, same product, product lot number unk, different incidents/occurrences). The customer reported three incidents in which the staff had closed the stopcock on the pt line (normally used for cerebrospinal fluid (csf) sampling) in order to transport pts. Subsequent to the pt transport, the clinicians did not reopen the stopcock. This inaction resulted in very high intracranial pressure (icp) and herniation. There were no deaths reported additional info was requested and on (B)(4) 2013, the following was provided: it was clarified by the clinical care coordinator that all three of the reports were on the same pt, however each time there were different nurse caring for the pt. On (B)(6) 2013, a (B)(6) male pt with an underlying medical condition of posterior fossa tumor was being transferred from the pediatric intensive care unit (picu) to the 12th floor unit. Before leaving the picu, it was discovered the stopcock #1 was clamped instead of stopcock #2. The nurse was instructed that stopcock #1 was for physician use only and that stopcock #2 should be clamped for transport. Stopcock #1 was unclamped and stopcock #2 was clamped for pt transport. This third incident was reported by the clinical care coordinator as a near miss. Fortunately, the clinical care coordinator stopped the nurse as she was rolling out the door. The pt's icp reading prior to being transported was not being monitored at the time. There were no signs or symptoms of herniation. There were no relevant diagnostic test results provided. Pt is in the hospital but is no longer in the picu.